Manufacturer narrative:
There was no ge service requested or performed.

Event description:
The customer reported the emergency stop switch was inadvertently hit during a vascular procedure and the system had to be rebooted. No patient injury was reported.